Event description:
It was reported that during start of therapy the cardiosave intra-aortic balloon pump (iabp) displayed catheter restriction alarm .catheter was switched out but alarm still persisted so machine was replaced , and therapy continued . There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the issue. The fse stated that the likely cause was a genuine catheter restriction. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.